Event description:
International customer reports that a patient presented with an unspecified infection at an unspecifed time following surgery. It is assumed that antibiotics were prescribed to address this report.

Manufacturer narrative:
No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.